Event description:
During use of the device for a non-clinical activity, the user reported that the battery would not fully charge. The system was connected to a live outlet and allowed to charge overnight. The battery was checked the following day and it was at 18.0 ah. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Device was not returned.